Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+ and thick leaflets with a barlow-like valve leaflet anatomy. A mitraclip xtw (40822r1095) was inserted and deployed on the mitral valve. It was noted that there was large movement of the first clip. The clip had partially detached from the posterior leaflet and remained fully attached to the anterior leaflet (partial clip movement) and the mean pressure gradient was at 3mmhg. To stabilize the clip with partial clip movement, a mitraclip xt (40903r1052) was then inserted and placed lateral to the first clip. The mr did not change, and the pressure gradient increased to 5.5mmhg. After the leaflets were ungrasped, the pressure gradient returned to baseline. The clip was repositioned, and grasping was performed. However, the leaflets were unable to be grasped or captured. Therefore, the clip was removed from the patient. No additional clips were implanted, and the mr was reduced to a grade of 2 and the mean pressure gradient was reduced to below 3mmhg. No adverse effects resulted due to the increase in pressure gradient. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on the information provided and per the physician, the reported migration (partial clip movement) is due to thick leaflets with a barlow-like valve leaflet anatomy (patient conditions). Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.